Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged at its distal end. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon however crimp markings were evident on an exposed portion of the balloon indicating crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During the preparation of a 20 x 3.00 promus premier¿ drug-eluting stent, it was noted that the stent was lifted when taken out from the hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. During the preparation of a 20 x 3.00 promus premier¿ drug-eluting stent, it was noted that the stent was lifted when taken out from the hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).